Event description:
Received information that while stimulation is turned off, the patient still feels the stimulation. Patient is also not receiving adequate stimulation on the right side. X-rays were done on (B)(6) 2010 and showed one of the leads had slipped up to the t4-5 level. Surgical intervention was done on (B)(6) 2010 to pull down the lead. Patient recovered without sequela.

Manufacturer narrative:
(B)(4).